Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The cause for the failure was the front response button was missing its button dome. The root cause for the missing dome could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.